Event description:
A nurse reported the silicone pin of the equipment¿s footswitch was locked or was not properly adjusted during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and footswitch. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The footswitch was manufactured on february 28, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).